Manufacturer narrative:
Estimated date of event. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The rx xience device is being filed under a separate medwatch report number.

Event description:
It was reported as a general comment that the balance middle weight universal ll guide wire coating is coming off in anything but the most straightforward cases in the diagonal and left anterior descending arteries. The guide wire constantly gets stuck with stents (including a xience stent) and balloon catheters during advancement. Additionally, there was a grittiness noted on the guide wire texture. Non-abbott guide wires were used to successfully complete the procedure as well as use a new stent. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the device may have further aided the analysis. A review of the electronic lot history record (elhr), and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties of the device. The investigation was unable to determine a conclusive cause for the reported peeling/delamination of coating and guide wires getting stuck on stents and other devices. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.